Event description:
Related manufacturer reference number: 2017865-2022-09604, related manufacturer reference number: 2017865-2022-09606. It was reported that the patient presented with a lead eroded through skin and infection. It was unknown if the lead which eroded was the right ventricular or right atrial lead. The system was explanted and replaced. The patient was stable.